Manufacturer narrative:
At the end of the procedure, the physician medicated the patient with painkillers and anti-inflammatory drugs and told him that this numb feeling was temporary. The physician also advised that cold compresses be placed on the armpits. The patient was at the clinic was on (B)(6) 2021; the physician examined him, he had slight limitations in the movement of holding objects with the index and thumb; but he managed to carry out his signature perfectly. I performed an intramuscular injection of complex b. No further follow up was available.

Event description:
The patient stated that they were experiencing numbness in their fingers on their right hand after being injected with the anesthesia. Five days post treatment, the patient reached out to the doctor stating that they were still experiencing numbness. One month post treatment, the patient stated that the numbness had started to resolve, but they did still have some numbness in their right index finger.